Event description:
The lead was explanted due to a report of j retention wire fracture with protrusion through the outer polyurethane insulation. The physician noted a pneumothorax when implanting the new pacing lead. Explant method: intravascular, superior. Technique/tools: direct traction with locking stylet. Complications listed above.